Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window and a no motor movement alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was scratched. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.